Event description:
The hcp reported the catheter was completely occluded and the catheter connector had separated from itself. The catheter was explanted and replaced and not returned to the MFR for analysis. A follow up report will be sent when add'l info is received.